Event description:
(B)(6) 2011, I had the essure procedure done in my gyn office - (B)(6) 2012, I went in for the hsg test to confirm the essure implants were in place and scar tissue was blocking my fallopian tubes. Much to my surprise both implants were expelled from my tubes and were now in my pelvis. Went back to my gyn office and was given the options of what to do next and being told that I was the first person out of thousands that both implants came out! My options were as follows - have the usual tubal done by itself and leave the implants where they were because my doctor called the essure company and they told him it was not necessary to remove them or go in and do the tubal and remove the implants. My husband and I opted for the tubal and removal of implants and that took place in (B)(6) 2012. It is now (B)(6) 2013, and I had severe lower back pain for 2 weeks and went to the hospital on (B)(6) 2013 to find out what my problem was. They took an x-ray of my back while I was in the ER and told me I have metal inside of me and it was showing up on the x-ray!! I called my doctor and told them about the findings and just like everyone else, he said it could not be possible - he remembered taking both inserts out and even went back into the report. Now I still have metal inside of me and am continuing to have pain with no relief. I have no clue and fear that if I were ever to have an MRI, I would even make it through the process without possibly being killed during the procedure.